Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the provided picture identified a fractured impactor pad, no device was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint can be confirmed through the photo provided, which identified a fractured impactor pad. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that following a total knee procedure, the corner of the impactor pad was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction.